Event description:
Rn attempted placement of PICC line. When line was placed, it was noted that the hub was leaking. Line removed. This necessitated another kit and attempt being made. Any leak has the potential for infection, which is why the whole hub needed to be replaced. Taking the hub apart and removing the wire beforehand to test for proper fit also introduces the opportunity for infection. This has happened a minimum of 2 times within the last 4 weeks, both occurring with the "powerpicc catheter and sherlock 3 cg tip positioning system stylet." Manufacturer response for catheter, intravascular, therapeutic,, powerpicc catheters (per site reporter).